Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent incarcerated ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent incarcerated umbilical hernia repair surgery and partial omentectomy on (B)(6) 2015 during which the surgeon noted ¿dense adhesions to the anterior abdominal wall. The adhesions were taken down through a combination of sharp and blunt dissection. The previously placed mesh was encountered and noted to have fallen away from the abdominal wall, with an adjacent hernia defect containing omentum. The mesh and densely adherent omentum were excised.¿ it was reported that the patient experienced severe pain, mesh migration, inflammation, dense adhesions, loss of appetite, stress and anxiety. Other implanted product is captured under a separate file. No additional information is provided.